Event description:
It was reported that during a laparoscopic cholecystectomy the clip would not feed into the jaw properly. The case was completed with a same like device with no patient consequence.